Event description:
The reporter indicated that diagnostic testing was performed and resulted in high impedance indicating a possible lead malfunction. No adverse events were reported in relation to the high impedance. The reporter stated that in regards to seizure, the pt is doing fine. It is unk at this time what intervention, if any, will be taken. It was further reported that during a follow-up visit, the pulse generator was found to be set at 0ma output current. This was likely due to an interrupted lead test at the prior clinic visit, as the pt moves around a lot. This event occurred after the high impedance was discovered.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury. Describe event or problem; corrected data: inadvertently did not include x-ray results on supplemental report #1.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Additional information received on (B)(6) 2013 when it was reported that the patient has been referred for a lead and generator replacement due to high lead impedance. Although surgery is likely, it has not occurred to date. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
X-rays were reviewed by the manufacturer and there were no visible gross lead discontinuities or acute angles along the entirety of the lead. However, a portion of the lead was behind the generator, so a lead discontinuity there could not be ruled out. The lead pin appeared to be fully inserted into the header of the generator. The patient's programming history was reviewed and on (B)(6) 2006 a system diagnostics test was performed which showed output=limit/lead impedance=high/dcdc=7/eri=no. A normal mode diagnostics test performed that day showed output=ok/lead impedance=unknown/dcdc=6/eri=no.

Event description:
On (B)(6) 2013, it was reported that the patient had a full vns replacement that day. The explanted device was returned to the manufacturer and is pending product analysis.

Event description:
Additional information was received that product analysis was completed on the generator and lead. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Marks on the connector pin confirm the lead pins were fully inserted and secured in the generator. Analysis in the pa lab found that of the elective replacement indicator flag was set; an open can measurement of the battery voltage confirmed that the eri flag had been properly set. The battery was partially depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. A battery life calculation resulted in 1.99 years remaining before the eri flag would be set. However, an incomplete programming history indicates the calculation does not use all the data required to make an accurate estimation. With the exception of the eri parameter (eri flag was set to ¿yes¿ due to a low battery condition), the device performed according to functional specifications. The device performed according to functional specifications. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no abnormal performance or any other type of adverse condition was found.

Event description:
Additional information was received on (B)(4) 2012 when it was reported that the patient experiencing two seizures over the past month, which is an increase since the patient hasn't had a seizure in a long time. The patient's device was interrogated that day and system diagnostics were performed which showed high impedance; output=limit/lead impedance=high/dcdc=7/neos=no. It was reported that x-rays would be taken and sent to the manufacturer for review; however they have not been received to date. The patient's device was still programmed on. There was no suspected trauma or manipulation that could have caused or contributed to the high impedance. Although surgery is likely, it has not occurred to date.